Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient (who had general questions about external device use,) that when they would go to check their therapy settings. The therapy was off, even when they had previously turned it on. Patient services attempted to clarify if this was user error or misunderstanding of how external devices worked, but it was not clear. The patient also indicated they were not feeling stimulation sensation and asked what they should do if they lost the sensation after increasing. Patient services reviewed that the patient should focus on monitoring their symptoms and that they may increase amplitude higher if their symptoms were not well controlled. It was noted that the patient was extremely difficult to understand and that they repeatedly asked questions about the external devices that indicated the patient was not understanding their basic theory and use. Troubleshooting was unable to be performed as the patient declined to troubleshoot. Patient services reviewed with the patient that the therapy should not randomly turn off on its own and if the patient believed this was occurring, they should follow up with managing physician. It was noted that the event date was asked however the patient did not respond and that the patient only knew first name of their managing physician; they were unable to identify the hcp's complete name. The patient was redirected to their healthcare provider to further address the issue.